Event description:
A user facility returned the olympus, model ch-s190-xz-e, hd autoclavable camera head to olympus for repair due to a report of "poor contact of the camera conical sheath." The problem, as reported to olympus, was identified during reprocessing. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, the image did not appear. This report is submitted due to the finding of no image present, identified during in-house service of the device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found no image was present due to a cable failure. The problem reported by the user facility could not be confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the defective cable could not be identified. Olympus will continue to monitor field performance for this device.